Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor indicated that the staples came out but were not formed during exploratory laparotomy in the intestine. There was an unanticipated tissue loss due to this problem. They did the anastomosis without the stapler as surgical intervention which completed the case.